Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a triathlon chisel was reported. The event was confirmed. Method & results: device evaluation and results: the reported device was not returned however photographs were provided for review. The photographs show the broken triathlon chisel. From the photographs provided there is evidence of crack/fracture for the device. Clinician review: no medical records were received for review with a clinical consultant device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the reported device was not returned however photographs were provided for review. The photographs show broken triathlon chisel. From the photographs provided there is evidence of crack/fracture for the device. No further investigation for this event is possible at this time as no devices and/ or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned.

Event description:
Tka due to right knee osteoarthritis. This is the first surgery. The blade of the box chisel was chipped and the bone (inside the box) was slightly scratched. There seems to be no health hazard. Watch the future progress.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Tka due to right knee osteoarthritis. This is the first surgery. The blade of the box chisel was chipped and the bone (inside the box) was slightly scratched. There seems to be no health hazard. Watch the future progress.